Manufacturer narrative:
The instructions for use for the hyfrecator handpiece (7-800-5) state: contraindications: these devices should never be used when in the presence of flammable gasses, flammable prep solutions or drapes, oxidizing gasses such as nitrous oxide (n2o), or in oxygen-enriched environments. Safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.

Event description:
Conmed hyfrecator handpiece (7-800-5) was used during a vasectomy. After using the hyfrecator handpiece, the physician placed the pencil down on sterile drape which was covering the patient. The handpiece appeared to self activate and burnt through the sterile drape burning the patient. The burn was described as being small and superficial. Ointment was placed on the burn; the patient is said to be doing fine.